Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Flow accuracy testing was performed at 40ml/hr and 125ml/hr. The accuracy error percentage value results were 0.395% and -3.912% respectively which are both within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused furosemide (500mg/50 ml, volume to be infused (vtbi) 50ml, flow rate 1 ml/hour and dose 10 mg/ hour) during patient therapy. The staff indicated that the bag was empty yet the pump showed only 1.2 ml had infused. The event occurred in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.